Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The allegation of ¿discomfort at the ipg site¿ was not able to be confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The event details stated the device was elected to be revised during pocket site revision procedure. As received, the returned ipg was inoperable due to power on reset, which was determined to have occurred during the revision procedure.